Event description:
It was reported that bd insyte autoguard blood splattered. The following information was provided by the initial reporter: after successfully cannulating a patients vein and retracting the needle, blood splatters back onto patients and staff. No patient harm has occurred.

Manufacturer narrative:
Investigation: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed and this is the 2nd related complaint reported with blood excess / splash / spill / exposure lot # 4004944 regarding item 381423. A device history record review was completed by our quality engineer team for provided material number 381423 and lot number 4004944. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.